Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. At the time of admission, it was discovered that the reservoir had ran out of insulin two days prior to the event. It was reported that the customer knew he was out of insulin and just let his blood glucose run high. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.